Event description:
It was reported that a patient has high impedance on the vns system. The output current was set to 0ma. Information was received that following the generator disablement, the patient had increased seizures. Because the stimulation is good for this patient, the output current is set above 2 ma from (B)(6) 2016. In (B)(6) 2016 a surgery was performed to replace the lead. The explanting facility will not return explanted devices to the manufacturer for analysis, therefore, no analysis can be performed. The old lead was cut in order to be explanted from the vagus nerve. It was reported that blood was present on the lead surface and that the silica gel may be broken. Information was received indicating that the system diagnostic test results after the lead was replaced were ok . Review of manufacturing records confirmed all tests passed for the concerned lead prior to distribution.

Manufacturer narrative:
Describe event or problem, corrected data: the fact that the patient experienced an increase in seizure severity along with an increase in seizure frequency was inadvertently not reported in supplemental report 1.

Event description:
It was reported that along with the increase in seizure rate, the patient also experienced an increase in seizure severity.

Event description:
An article was received indicating that 10 patient's were found to have high impedance due to intrinsic lead damage. Two of these patients were able to be identified. Patient 10 was identified as being captured in this report. Patient 8 was previously reported under MFR report #1644487-2016-02306 . MFR report # 1644487-2019-00466 captures the remaining unknown patients. It was reported that this report's patient experienced an increase in seizures after high impedance was found on her device. Pin reinsertion and generator diagnostics were performed during revision surgery to confirm complete pin insertion and generator function. The high impedance was attributed to intrinsic lead damage. No further relevant information has been received to date.